Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found that the unit did not pass the circuit pressure test in self-testing. When the expiratory side was being checked, the unit was found to pass the test. The unit is currently pending completion of the evaluation and is not yet in use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated multiple severe occlusion alarms. Approximately three minutes later, the unit stopped ventilation and generated an inoperable error code. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
A service engineer (se) inspected the device and found that according to the log record, the pressure from the air side could not be verified temporarily. The se performed the extended self-test (est) and the software was re-installed. The device was found to be operating normally. If information is provided in the future, a supplemental report will be issued.